Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer's articulation knob was not working. There was no injury associated with this event.

Manufacturer narrative:
The transducer was evaluated by the vendor who was unable to reproduce the reported failure. The transducer was performing to specifications with no trouble found.